Event description:
It was reported the patient had a loss of therapeutic effect. There was a throbbing pain down the patient's left leg, which was what the device was placed for. It was noted there was also pain in the right leg. The trial worked 'really well" and the patient had been reprogrammed two times. The patient still had the pain and the rate was uncomfortable. It was noted the patient still had to be on oral medication. It was reported if the patient leaned all the way back the implantable neurostimulator (ins) went "crazy" and if he leaned all the way forward it stopped "going crazy." The patient was only comfortable when he was lying on his left side. It was reported the ins did not seem to keep the settings the patient changed them to. It was also reported the patient had to use duct tape to keep the gauze on his back after implantation. The patient was prescribed an antibiotic that made him very sick. Additional information was requested but was not available at the time of this report.